Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on an unknown date, the patient's infusion set's tubing detached/broken from the infusion set's anchor and was not able to attach it back.. Further, the infusion set was used for less than a day. Moreover, the blood glucose level at the time of event was 200 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.